Event description:
It was reported that during a follow up, high capture threshold was observed. Fluoroscopy revealed suspected lead dislodgement. The lead was repositioned resulting in normal capture values.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.